Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/7/2020. H.6. Investigation: a device history report was conducted for lot number 9239038. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally the device that was returned to us was subjected to leakage testing; the leakage that was observed, was seen flowing out of a small cut in the extension tubing. Our engineers attempted to duplicate this event by testing the interaction between the extension tubing and the connected pinch clamp. After thirty iterations of this testing our engineers were unable to duplicate the reported failure mode. Unfortunately based on our results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that intima-ii y 20gax1.16in prn ec slm npvc had a deformed tubing clamp. The following information was provided by the initial reporter: "after the injection in the CT room, the small clip could not be clamped, and the patient had backblood squirted out. On 2020-09-04 received the update of the sales representative pir form, the incident description is updated as follows: there was operator blood exposure, the clamp cannot be clamped, and the blood return was at the straight port of the y-shaped port, because the heparin was unscrewed to inject the medicine."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20 ga x 1.16 in prn ec slm npvc had a deformed tubing clamp. The following information was provided by the initial reporter: "after the injection in the CT room, the small clip could not be clamped, and the patient had back-blood squirted out. On 2020-09-04 received the update of the sales representative pir form, the incident description is updated as follows: there was operator blood exposure, the clamp cannot be clamped, the blood return was at the straight port of the y-shaped port, because the heparin was unscrewed to inject the medicine."